Event description:
It was reported that the patient experienced a deep vein thrombosis following the lead implant procedure. The event was resolved with intravenous clexane therapy and the lead remains implanted. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced a deep vein thrombosis following the lead implant procedure. The event was resolved with intravenous clexane therapy and the lead remains implanted. The patient was stable with no additional adverse consequences.